Event description:
Wheelchair user found dead from fire. User was in wheelchair, leaning back towards the right rear of the device. Wheelchair was located next to a sink within a laundry/bathroom type area. At the time of discovery, water within the sink was running full and a phone cord led from the kitchen area towards the room. Scene condition indicates that the user attempted to extinguish the fire and/or call for assistance. At the time of discovery the only fire within the area was confined to a small area on top of a washer/dryer. The main fire involving the user/chair had self-extinguished. At time of product examination, goverment fire investigators verbally reported that a candleholder and a "waxy substance" were found between the user's feet on the footrest.